Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The type and cause of regurgitation varies depending upon multiple factors. Often, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral surgical valve, implanted in the tricuspid position, had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, two (2) months. The reason for re-operation was due to severe tricuspid regurgitation from inadequate closure of the prosthesis. The 29mm transcatheter valve was implanted successfully and the patient was hospitalized in stable condition.